Event description:
Alma inc received a letter from FDA regarding the adverse event that was reported to the FDA by a patient - mw5144914. The patient reports pain post pixel co2 treatment.

Manufacturer narrative:
Technical investigation was not performed due to the lack of information about the customer name / handpiece serial number.